Manufacturer narrative:
No report of patient harm. No issue trend detected. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.

Event description:
Abutment loss- abutment reportedly broke off for recipient.